Event description:
A colleague infusion pump was reported with failure code 810:11. It was not known when, or in which care area, this condition occurred. This condition has the potential to interrupt delivery. It was stated that there was no patient involvement, patient injury or medical intervention associated with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed but not duplicated by baxter service personnel. The root cause of this condition was determined to be a faulty pump head module. The pump head module was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90.baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.